Manufacturer narrative:
The customer reported that more fluid that normal was infused, and returned unopened, representative samples of the issue. There are two samples: primary tubing, and main culprit, of material 2426-0007, lot 25043137; and secondary tubing of material 10016073 lot 25033022. The samples were set up and tested for back check valve failure, but none was found. The complaint could not be verified. The affected sample was unable to be released by the customer. The root cause of this failure could not be identified without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following it was reported by customer that the started the heparin infusion noticed, around midpoint of the infusion bag, that more fluid had been infused than anticipated

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.